Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Reportedly, customer had a staphylococcal infection (cause not provided). Additionally, customer's healthcare provider indicated customer was not taking correction boluses. The customer declined to provide additional information regarding the issue.